Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient experienced pain along the driveline and developed purulent discharge from the driveline exit site. Cultures were positive for (B)(6). The patient was reportedly not systemically unwell. The patient¿s c-reactive protein level was 8 mg/dl and white blood cell count was 6.8 x 10^9 cells/l. The patient was admitted for intravenous flucloxacillin on (B)(6) and had a good early response to antibiotics. No additional information was provided.